Event description:
Clinical notes were received indicating the patient had been experiencing an increase in seizures. At first, the neurologist believed this was due to a depleted battery. However, the device was interrogated and found to have sufficient battery life remaining. The patient has been referred for generator replaced as the neurologist believes the patient would benefit from the features of a newer model generator. No surgery is reported to have occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's generator has been replaced due to prophylactic reasons. The explanted generator will not be returned due to the explanting facilities policies. System diagnostics were received that confirming the generator had sufficient battery life remaining. The impedance was within normal limits. No additional or relevant information has been received to date.